Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was not cutting properly. The device was cutting minimally. The event occurred during surgery. There was no medical intervention. There was no harm/injury to patient or operator. No additional device was used to complete surgery. An additional skin graft was needed in order to complete the surgery. Had to use the ii blade to poke holes in the graft. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On 22 mar 2019, it was reported from (B)(6) that a zimmer skin graft mesher would not cut properly. The customer returned a zimmer skin graft mesher device, serial number ((B)(4)), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), a 4:1 ratio cutter, serial number (B)(4), a ratchet, and a case for evaluation. Product review of the zimmer skin graft mesher by zimmer biomet surgical on 04 apr 2019 revealed the comb was bent and the ratchet handle was damaged. The device was out of calibration and the test cut was not able to be performed due to the bent comb. The 2:1 ratio cutter, serial number (B)(4), and the 3:1 ratio cutter, serial number (B)(4), failed evaluation. Repair of the zimmer skin graft mesher was performed by zimmer biomet surgical on 04 apr 2019 which included replacement of the comb and handle and re-calibration of the device. Zimmer skin graft mesher, serial number ((B)(4)), was then tested and functioned properly. It was repaired, inspected and tested. Service notification number 300162615 dated 27 feb 2019. The root cause of the reported event cannot be specifically determined with the provided information because a test cut sample was not able to be performed due to the bent comb. The device was noted to be functioning as intended after the comb and handle were replaced and the device was re-calibrated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).